Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the u-02 error and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu triggered error u-02 when tested on an in-house system confirming the issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) generator had a s-02 error fault. The technical service engineer (tse) confirmed the reported error in the logs. The tse instructed the customer to remove all the cables from the generator, reseat the cable and power cycle the erbe generator. The issue persisted and the tse asked the customer if they had a spare vision side cart (vsc) to swap to. The customer stated that they were unable to swap the vsc due to it being connected to the wall. The tse assured that they could disconnect the outlet cables and the fiber cables, but the customer again stated that they were unable to. The tse inquired if the customer had a third-party generator to which the customer stated that they did not. The customer asked if they could swap the erbe units, the tse informed them that it is not recommended and requested them to swap out the vsc. No further information was provided. The planned procedure was continued with no reported injury.